Manufacturer narrative:
A2: patient age: correction. D4: UDI: correction. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low flow alarms. Although a specific cause for these events could not conclusively be determined through this evaluation, the account reported that the alarms resolved with the outflow graft revision. The reported outflow graft obstruction could not be confirmed as no images were provided for review and the device remains in use. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log file contained events and data from 21aug2024 through 10sep2024. Low flow hazard events were captured on (B)(6) 2024. No other notable events were captured. The pump appeared to function as intended and operated at or above the low-speed limit for the duration of the file. The patient remains ongoing on hm ii lvas, serial number: (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. B, and hmii lvas patient handbook, rev. C, are currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas. This section also provides an explanation of all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 5 of the IFU also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a long-term hospitalized patient had a continuous decrease in left ventricular assist device (lvad) flow. Low flow hazard alarms were noted. There was also a decrease in the outflow cannula velocities with a progression of the size of both ventricles and atrioventricular (av) regurgitation observed on a transthoracic echocardiogram (tte). There was a suspicion of outflow graft obstruction based on computed tomography (CT) images. The patient underwent a surgical revision in the operating room. During the procedure, biological materials obturating the outflow graft were removed. After the procedure, a gradual return of the original flow rates was noted. No further low flow alarms were noted. Inotropes were initiated. The patient was hemodynamically stabilized and would be weaned from inotropic support over the next few days.